Event description:
It was reported that a resident was sliding out of bed and got their chin caught in the bottom section of the rail, head and neck between rail and mattress with their lower half body on the floor. Resident still with pulse, removed from situation have been watched no long term resident problems noted. While discussion of this incident co was told that there was another incident that happened. "In 2000 a resident was found with head wedged between siderail and bed mattress, resident without pulse. This was not reported to mfg until now"! Sales rep went to facility to eval product and situation. Rep has sent facility a newer style of mattress [the sidewall mattress] for facility eval as well as a different rail system to evaluate. Rep to contact with facility on going basic for updates and input.